Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced urinary tract infection after altis procedure. Date of procedure: (B)(6) 2016. Date of onset event: (B)(6) 2016. Description of the event: urinary tract infection. Treatment: medication (oral antibiotic). Status of the event: resolved on (B)(6) 2016. According the investigator, the event is related to the procedure. Last visit of the patient to the surgeon on (B)(6) 2017 (device still implanted).

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of infection, quality accepts the physician's observations. The review of the device lot history records by quality indicates this lot passed sterility testing prior to being released. Based on this knowledge, quality concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5030891. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.